Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq (ciq) pump software did not accurately adjust the amount of insulin delivered. Reportedly, ciq was turned on, however, insulin was not adjusted as intended. A pump reset was performed to address the event and the customer continued to use pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.